Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation. The patient's later cardiac event was reported under (B)(4).

Event description:
A peritoneal dialysis patient's nurse reported the patient had a peritonitis event. The patient came into the clinic with cloudy effluent. The patient was treated with antibiotic vancomycin and gentamicin via a manual solution bag. The cause of the peritonitis event is undetermined. Cultures were not available. The patient had a cardiac incident while receiving the manual treatment, which was not considered related to the peritonitis event. That event was reported by pharmacovigilance under (B)(4).

Event description:
Information in the complaint file and 66 pages of medical records were reviewed. This is a report of a peritoneal dialysis (pd) patient who suffered a cardiac arrest event, while receiving intraperitoneal antibiotics for suspected peritonitis, which resulted in severe anoxic brain injury. The patient expired five days later. The patient was seen in an outpatient clinic with complaints of abdominal pain and pain around the pd catheter. During the visit the patient¿s pd effluent was observed to be cloudy, and fibrin was present. The medical records report that the patient was experienced cloudy effluent over the prior weekend. A sample of the pd effluent was obtained and sent for culture at the clinic. The results were unknown. The patient was initiated on intraperitoneal antibiotic therapy with vancomycin and gentamycin. The antibiotics were mixed in a 2 l bag and after approximately 1 l ip infusion, the patient became short of breath, diaphoretic with severe abdominal pain and cramping, and experienced tightness with quickly progressed to cardiac arrest. Cardiopulmonary resuscitation was initiated in the clinic and was continued by dialysis staff until emergency medical services (ems) arrived. Ems continued CPR en route to the ER. Upon arrival to the ER, the pt. Was significantly hypotensive. The patient was intubated and resuscitation efforts continued with advanced cardiac life support until the patient had return of spontaneous circulation. The patient was hypothermic and hypotensive after CPR and was admitted to the intensive care unit in critical condition. The patient was sedated and placed on hypothermia protocol with mechanical ventilation due to acute respiratory failure. The exact etiology for the patient¿s cardiac arrest was not clearly indicated in the medical records. However, it was thought the pt. May have had an anaphylactic response/shock to the antibiotics vancomycin/gentamycin given in the outpatient pd clinic. The patient¿s prognosis was poor due to hypoxic encephalopathy due to approximately 30 minutes of asystole. The patient¿s pd catheter exit site had notable serous draining and scab formation. Urine culture, blood cultures and pd cultures obtained. It appears the patient was bacteremic, however the provoking organism is unknown due to lack of sufficient information in the medical records received. Pd effluent culture results are also unknown unknown due to indecipherable documentation in the medical records received. The pt. Was discontinued from vancomycin for possible anaphylaxis. The pt. Was switched to intravenous (IV) meropenem, ancef for suspected acute peritonitis with an infected pd catheter. The patient underwent hemodialysis (hd) catheter placement and was transitioned to hemodialysis (hd) therapy for short term clearance and volume control management. Hd treatment details and products used during hospitalization course are unknown. Two days later the patient remained sedated with mechanical ventilation and continuous levophed drip for blood pressure support. The patient was in the re-warming phase of the hypothermia protocol with spontaneous movement of left upper and lower extremeties. Subsequently the patient completed hypothermia protocol and came off sedation. Magnetic resonance imaging (MRI) revealed severe and diffuse anoxic (brain) injury and the patient did not regain consciousness. Three days later the patient¿s family elected to terminate life support and the patient expired shortly thereafter.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed. Based on the available information in the file, a temporal relationship exists between the patient¿s peritonitis event and ccpd treatment with the liberty cycler/ cycler cassette. Furthermore, there is a temporal association between the patient¿s peritonitis event and the patient¿s shortness of breath, diaphoresis, severe abdominal pain/cramping and tightness during ip infusion of vancomycin and gentamycin which quickly progressed to cardiac arrest/shock with resulting subsequent severe anoxic brain injury requiring life support for pt. Survival. Should additional new information be made available this clinical investigation will be reevaluated.